Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. The customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 110 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.